Event description:
Physician reported a patient implanted with the essure birth control devices experienced pelvic pain radiating to her lower back and down her leg less than one week following implantation procedure. Doctor performed ultrasound wherein nothing abnormal was found; micro-inserts appeared to be in proper location. Patient's pain was managed with oral analgesics but patient reported that pain continued with increasing severity. Patient requested removal of micro-inserts. Physician hospitalized patient, treated her with hydration and IV antibiotics. CT scan and cbc were normal. A laparoscopy was performed to remove implants and to perform a tubal ligation. Patient reports that her pain has resolved following micro-insert removal.

Manufacturer narrative:
(B)(4).